Event description:
Event description boston scientific received information that a capacitor reformation was performed pre-implant for this cardiac resynchronization therapy defibrillator (crt-d) and the monitoring voltage was noted to be only 2.74v and the gas gauge was approximately half full.